Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Visual inspection confirmed the reported event. The posterior foot is fractured. The dents on the superior handle surface and the tarnish of the instrument¿s body indicate that the instrument has been used multiple times. The inferior surface of the handle exhibits light scratch marks. The marks could potentially indicate that the inserter was hit in the direction away from the joint while trying to position the tibial implant. This could have exerted force on the posterior foot. The most likely cause of this event is a user issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported by the hospital that a patient underwent an initial oxford knee replacement surgery. Subsequently, during the procedure, the tibial tray inserter fractured and the broken piece remained in the patient.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent an initial oxford knee replacement surgery. Subsequently, during the procedure, the tibial tray inserter fractured and the broken piece remained in the patient. No revision was reported to date.